Event description:
It was reported that during an unspecified neuro surgery, it was observed that the motor device was overheating. There were no delays to the planned surgical procedure as an identical spare device was available for use. The surgery was completed successfully with the spare device. It was unknown if irrigation was used. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred during (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.